Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Customer stated that whenever someone easily got to the sensor, the electric shock was felt by the person and the friend. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. An extended investigation was performed. Visual inspection was performed on the returned sensor puck and its pcba and no issues were observed. Sensor was terminated in state 7 with event log 11 and sensor state 8 with event log 9, an indication that the sensor had terminated due to an error recognized by the sensor. The returned battery voltage was measured to be within specification range. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage testing was performed and all results were within specifications. This confirms that there were no issues with the sensor functionality and electronics. The returned battery and components were intact with no damage. The sensor battery produces voltage that is insufficient to produce an electric shock, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reports experiencing electric shock from their abbott diabetes care device. The customer further details "whenever someone easily got to the sensor, the electric shock was felt by the person and the friend". There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reports experiencing electric shock from their abbott diabetes care device. The customer further details "whenever someone easily got to the sensor, the electric shock was felt by the person and the friend". There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.